Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007178, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 20-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007178". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007178 was manufactured according to the work instruction (wi) version 27, packaged in the line l1, on 21/may/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Test results: no photo was provided. The reference samples for the lot 6007178 have already been previously tested in the complaint (B)(4) on 11-jul- 2024. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and work instruction (wi) guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced hyperglycemic event on (B)(6) 2025 and went to emergency room for 8 hours only. The blood glucose level (bg) was 420 mg/dl with presence of high ketones and got treated with intravenous fluids of saline. It was also reported that there was slight bent in infusion set cannula. The infusion set had been used for 3 days. The patient was released from the emergency room (ER) on (B)(6) 2025. No further information available.